Event description:
Adverse event narrative: subject returned for his post-op one-month follow-up visit on (B)(6) 2022. The post-op CT performed on (B)(6) 2022 noted a type 1a endoleak. His native sac appeared to be 6.2 x 6.1. The subject was using a walker to ambulate and stated that he was not quite back to his pre-surgical state. On (B)(6) 2022, the subject underwent an intervention to repair the type 1a endoleak. A proximal extension, 30mmx4cm, was successfully placed with adequate proximal seal and widely patent bilateral renal arteries; no further type 1a endoleak was noted. There was a possible type 2 endoleak from the lumbar arteries; however, the surgeon elected to end any further intervention. Patient outcome - "following completion of the intervention, the subject had palpable bilateral femoral and pedal pulses. There were no immediate complications."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00187, and device 3 is being reported under MDR-2247858-2022-00189.

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00187, device 2 is being reported under MDR-2247858-2022-00188, and device 3 is being reported under MDR-2247858-2022-00189.

Event description:
Adverse event narrative: subject returned for his post-op one-month follow-up visit on (B)(6) 2022. The post-op CT performed on (B)(6) 2022 noted a type 1a endoleak. His native sac appeared to be 6.2 x 6.1. The subject was using a walker to ambulate and stated that he was not quite back to his pre-surgical state. On (B)(6) 2022, the subject underwent an intervention to repair the type 1a endoleak. A proximal extension, 30mmx4cm, was successfully placed with adequate proximal seal and widely patent bilateral renal arteries; no further type 1a endoleak was noted. There was a possible type 2 endoleak from the lumbar arteries; however, the surgeon elected to end any further intervention. Patient outcome - "following completion of the intervention, the subject had palpable bilateral femoral and pedal pulses. There were no immediate complications."